Event description:
The medical team in japan had an impella cp support ongoing for a patient admitted in shock. There was a diagnosis made of a left ventricle rupture. The rupture/perforation of the tissue was of either the underlying myocardial damage and/or the placement of the impella cp pigtail. The team could not determine. The surgical intervention resolved the issue and the patient has survived.

Manufacturer narrative:
The medical center in japan has not returned the impella pump product for analysis. No imaging was shared, though asked for. A full analysis to root cause is not possible with known information. Should more be shared that leads to root cause, a final report will be filed. The failure mode will be monitored and trended.